Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, was analyzed and the distal conductor was fractured. It was noted that the distal conductor is distorted, there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
Infection was reported. The lead was removed and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.